Manufacturer narrative:
Concomitant medical products: addr06 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds and low impedance noted on the right ventricular (rv) lead. This lead was capped and replaced. No patient complications have been reported as a result of this event.